Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was noted on the rv lead via merlin.net. During the interrogation in clinic, high capture was also observed. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2019. Patient was stable.